Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Prior to discharge, the patient experienced a pericardial effusion and a pericardiocentesis was performed. Six days post implant on (B)(6) 2022, the patient was discharged. The patient had a follow-up with his primary cardiologist on (B)(6) 2022 and had an urgent ultrasound. It was noted that the patient had a large hematoma without any vascular defects. The patient had gained 20 pounds and his legs were swollen. The patient was started on lasix. The cardiologist noted that the symptoms were suggestive of pericardial constriction after tamponade. The patient was admitted to the hospital again in (B)(6) 2022 with shortness of breath, weakness and hypertension and was diagnosed with pneumonia. The patient passed away on (B)(6) 2022.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Prior to discharge, the patient experienced a pericardial effusion and a pericardiocentesis was performed. Six days post implant on (B)(6) 2022, the patient was discharged. The patient had a follow-up with his primary cardiologist on (B)(6) 2022 and had an urgent ultrasound. It was noted that the patient had a large hematoma without any vascular defects. The patient had gained 20 pounds and his legs were swollen. The patient was started on lasix. The cardiologist noted that the symptoms were suggestive of pericardial constriction after tamponade. The patient was admitted to the hospital again in (B)(6) 2022 with shortness of breath, weakness and hypertension and was diagnosed with pneumonia. The patient passed away on (B)(6) 2022. It was further reported that after the patient continued to decline and also developed metabolic acidosis, the patient's family changed his status to don not resuscitate (dnr). There is no official cause of death available.